Event description:
Two days after percutaneous coronary intervention (pci), the patient complained of chest pain. Coronary angiography revealed thrombus within the implanted cypher stent.

Manufacturer narrative:
This patient presented to the cardiac catheterization emergently due to an acute myocardial infarction. Percutaneous coronary intervention (pci) was performed on a totally occluded lesion in the proximal left anterior descending artery (lad) of 16mm in length in a 3.0mm vessel diameter. The lesion was classified as b2. Intra-procedure medications included aspirin 200mg/day, ticlopidine hydrochloride 200mg/day and heparin 10,000 units. The lesion was pre-dilated with 2.5x20mm balloon at 8 atmospheres (atm) before a 3.0x23mm cypher stent was deployed at 16 atm. Post-dilation was not conducted. Intravascular ultrasound (ivus) was not conducted. Timi 0 flow was recorded pre-procedure and timi iii flow was recorded post-procedure. The residual diameter stenosis measured 0%. Two days later, while still hospitalized, the patient complained of chest pain. Coronary angiography was conducted and thrombus was observed inside of the cypher stent. To treat the thrombus, a 3.0x24mm and a 3.0x12mm driver bare metal stents (bms) were deployed. The physician commented that the possible cause of the thrombotic event was because the lesion was plaque rich, so prolapse might have occurred through the strut. Post-procedure medications included clopidogrel sulphate 75mg/day. Please note that this product is not distributed in the united states. However, it is similar to the us distributed. A male patient with a history of hypertension, hyperlipidemia, diabetes and a family history of cad experienced a thrombotic event two days post cypher stent implantation. Initially, the patient was admitted with ami and underwent emergent angiogram that revealed a lesion in his proximal lad. This patient's extensive history and emergent presentation with an ami put him at increased risk for mace. Pre and intra procedural medications included asa, ticlid and heparin. Acts were not measured during the procedure. The proximal lad lesion was described as de novo, type b2, 100% occluded, 3mm in diameter, 16mm in length and with a timi flow of 0. The lesion was pre-dilated, prior to the placement of a 3.00 x 23mm cypher stent at a maximum inflation pressure of 16atm. The treatment of this lesion was completed with a resultant timi flow of 3 and a residual stenosis of 0%. The patient was discharged from the hospital on medications that included asa and ticlid. Two days after the index procedure, the patient experienced chest pain. A repeat angiogram revealed thrombus within the previously implanted cypher stent. This was treated with aspiration and the placement of a non-cordis bms. The patient's ticlid was discontinued and replaced with plavix. He was discharged from the hospital sixteen days later. The product remains implanted in the patient and is thus not available for evaluation. A DHR review of the involved lot number revealed that the products met requirements for product acceptance. Thrombosis is a known potential adverse event following stent implantation. According to the procedural physician, the possible cause of the thrombotic event was the plaque in the patient's vessel that might have prolapsed through the struts of the stent. There are patient and vessel factors that may have contributed to this event.